Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with hyphema associated with light perception. The surgeon indicated that the patient was taking medication (eliquis & aspirin), and expected the hyphema to "clear up" in the anterior chamber (ac). Additional information is being requested.

Event description:
Through follow-up, the following additional information was received. The hyphema was described as grade IV (total anterior chamber) associated with iop increase (od), which has now resolved. The hyphema was treated with topical steroids, positioning the head up, including severe restrictions on activities for one week with extra follow-up visits. The patient was on medications (aspirin & eliquis) preoperatively. The patient current status was reported as ¿vision is improved¿ and prognosis is ¿good without concern going forward¿ with adverse event resolved.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).